Event description:
It was reported to boston scientific corporation that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, after fully bowing the hydratome rx sphincterotome within the papilla of the common bile duct, the cut wire snapped at one end of the tome. The tome remained intact and was removed from the patient. No portion of the wire detached inside the patient. Reportedly, no visible damage was noticed to the device prior to being used in the procedure. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly ''fine.''

Event description:
It was reported to boston scientific corporation that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, after fully bowing the hydratome rx sphincterotome within the papilla of the common bile duct the cut wire snapped at one end of the tome. The tome remained intact and was removed from the patient. No portion of the wire detached inside the patient. Reportedly, no visible damage was noticed to the device prior to being used in the procedure. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly "fine."

Manufacturer narrative:
A review of the device history record (DHR) confirmed that the device met all manufacturing specifications. A search of the complaint database revealed that no similar complaints exist for the specified batch. A visual examination of the returned device found that the working length was twisted and the exposed cut wire was bent, broken and the ends of the cut wire appeared blackened. One end of the broken cut wire attached to the anchor at the distal pierce hole while the other end had retracted inside the lumen of the extrusion through the proximal pierce hole. The blackened ends of the broken cut wire, likely snapped due to being grounded against some part of the scope and/ or higher power settings. The cutting wire was measured to have broken at approximately 17 mm from the distal pierce hole. The outer diameter of the exposed cut wire measured 0.0100" which meets the specification of 0.0100" ± 0.0005." Therefore, the most probable root cause is operational context.

Manufacturer narrative:
(B)(4) for the reported event of cut wire broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.